Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implantation procedure, the lens had rotated approximately 40 degrees. It was further noted that the patient presented with a 0.75 diopter cylinder one week postoperatively, which increased to 3.5 diopters at six weeks post-operatively.

Manufacturer narrative:
A product was not returned for analysis. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).